Event description:
It was reported that infusion set tape was not sticking and gets removed when patient with diabetes was running around playing on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca california post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.